Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl and insulin pump had stuck button alarm. The customer experienced different blood glucose level of 150 mg/dl and 158 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Customer states they did not press a button down for 3 minutes or longer. The customer also mention that insulin pump had failed battery alarm. Troubleshooting was declined by the customer for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or damage to the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. The device was received with a cracked select button on the keypad overlay, cracked case-corner of belt clip rails. (B)(4).